Event description:
A dreamstation auto CPAP w/hum/cell, dom device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. Debris was found on the lcd screen, scratches on the upper enclosure, and the bottom enclosure was damaged. There was also evidence of foam particles found inside the assembly. The field service engineer replaced specific components, restoring the device to full functionality. The device is not life-sustaining. Further investigation cannot be conducted at this time. If new information is received, a follow-up report will be submitted.